Manufacturer narrative:
(B)(4) analysis: inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per department operating procedures. The sensor passed with accurate readings. It was found that the cannula was bent. It is unable to be confirmed if the customer received the sensor in said condition due to customer returning opened/used.

Event description:
It was reported that the customer was receiving sensor errors. At one point, her blood glucose level was 208 mg/dl and her sensor glucose level was 95 mg/dl. Her blood glucose level was 240 mg/dl at the time of the report. Standard troubleshooting was performed. The customer stated the sensor was not fully inserted. The customer's sensor's cannula was bent. The customer was advised to calibrate her sensors three or four times per day. The product has been returned. Nothing further was reported.